Event description:
Related manufacturer reference number: 2017865-2024-73470. It was reported that during the implantation of the aveir leadless pacemaker, interrogation was attempted but was unsuccessful. Various resolutions were attempted, such as re-interrogation, restarting the programmer, replacing the programmer, changing the programmer power supply, turning off peripheral devices, and reattaching the electrocardiogram. Interrogation was then performed when the device was in the right atrium, but it was also unsuccessful. The device was replaced and the same issues occurred. The proceudre was completed with an alternate device on 11 dec 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of no conductive telemetry could not be confirmed. Final analysis found the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.